Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the patient had broad central regurgitation. One clip was advanced to the mitral valve and careful leaflet insertion was performed. Imaging was challenging due to shadowing from the shaft of the clip. The clip was successfully implanted in the a2/p2 region. To further reduce mr, a second clip was advanced to the lateral side of a2/p2 and multiple leaflet grasping attempts were made, but leaflet insertion could not be confirmed in all views and the physician noted a possible new flail and leaflet tear. The clip was removed and the decision was made to not intervene further as leaflet tissue quality was poor and in the physician's opinion the possible flail and tear were related to poor tissue quality. The procedure concluded with mr reduced to 3. The patient was stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported failure to grasp the leaflets appears to be related to the imaging difficulties. The reported image resolution poor was due to shadowing from the device. The reported possible tissue injury was due to challenging anatomical condition. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.